Event description:
Burn, size of a dollar, is bleeding [thermal burn]. Burn, size of a dollar, is bleeding [haemorrhage]. Left it on for 10 hours instead of 8 hours, placed directly on his skin [device misuse]. Case description: this is a spontaneous report from a contactable consumer. A male patient of an unspecified age and ethnicity started to use thermacare heatwrap ((B)(4) lower back & hip heatwrap), from an unspecified date to an unspecified date at an unspecified frequency for an unspecified indication. The patient medical history was not reported. The patient's concomitant medications were not reported. It was reported he burned himself a week ago in 2015 with a (B)(4) lower back & hip heatwrap. He was calling to know what to do as the burn, which is the size of a dollar, was now bleeding. He stated that he left it on for 10 hours instead of the 8 hours and it was placed directly on his skin. He did mention that the package was sealed. He no longer had the product or packaging as he discarded it a week ago. The action taken in response to the events with thermacare heatwrap was unknown. The outcome of the events was not resolved. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment based on the information provided, the events thermal burn, hemorrhage, and device misuse as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. This case meets initial 10-day EU and 30-day FDA reportability. Case comment: based on the information provided, the events thermal burn, hemorrhage, and device misuse as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. This case meets initial 10-day EU and 30-day FDA reportability.